Event description:
Device malfunction: clip deployed on distal end of the sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the thumb advancer was being advanced to deploy the starclose se clip, the clip deployed on the distal end of the sheath. Hemostasis was achieved with a compression clamp placed on the groin for a number of hours, and protamine was given. There were no patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.